Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. Ref: fibertape® cerclage system lb1-000073-en-us. 1. Pay attention to the numbers on the tensioner. Don¿t tension beyond the 80 mark to avoid ¿blowing out¿ the knot. There is no recommended number to tension to. Surgeons should rely on tactile feel, as they would with cable and wire cerclage

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/12/2025, it was reported by a sales representative via (B)(4) that an ar-7800 fibertape cerclage tensioner clavicle tensioner was cutting the sutures when releasing. This was discovered during the case with no patient harm.